Event description:
It was reported that a fresh pump and catheter were put in after the old system had already been taken out. No further details were provided. Additional information had been requested.

Event description:
It was later reported that the patient recovered without sequelae. The device system had delivered dilaudid.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was not told why a new pump and catheter were implanted. It was reported that ¿it just stops working¿ and the patient goes through withdrawals ¿really bad.¿ the pump was not at end of service (eos) but the pump was reported as ¿stops early, tremendously early.¿